Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the issue was resolved. The manufacturing representative confirmed that the patient felt comfortable stimulation in the bicycle seat area after the procedure. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that 0, 1, and 2 pairs were showing greater than 4000. The rep stated that contact 3 was fine for a brand new full implant. The rep noted that they had already disconnected the lead from the header block, cleaned it off, and reinserted with no resolution. It was also mentioned that they already increased the amplitude to run impedances. The rep confirmed they had done motor testing and all contacts worked but then they weren't getting any response on contract 0. It was reported that they were getting response at 1.5v. The rep confirmed there was no visible damage to contacts, the set screw was tight and clicking when torqued down. The lead was inserted all the way and there was no difficulty inserting the lead into the header block. There were no further symptoms or complications reported or anticipated.